Event description:
The patient's original pain pattern is in the right leg. However, it was reported the patient's lead had migrated left. As a result, the patient lost good stimulation coverage. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was repositioned. The patient is doing well postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.